Manufacturer narrative:
Concomitant products product ID: 3888-33, lot# va04sr3, implanted: (B)(6) 2013, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was seeing an end of service (eos) or end of life (eol) message. It was noted that the patient experienced an early eos due to - 50 ohms impedances on contacts 0 and 2. The patient¿s group impedances were - 50. The event occurred the week prior to the report. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no high impedances and only one was low. It was noted that the patient was scheduled for a replacement on (B)(6) 2014. It was noted that they would troubleshoot what happened and return all products in question. Additional information received reported that the battery depletion was being reported as premature. It was noted that the system had a short of less than 50 ohms and this would explain the reason for early end-of-service (eos). It was noted that the patient was to get a rechargeable battery. Additional information received reported that the lead was found to be a problem and appeared damaged. It was noted that the lead and implantable neurostimulator (ins) were being returned. It was noted that the patient was doing great now and received successful therapy.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the device was functionally okay with insignificant anomalies. Analysis of the lead found no significant anomaly. It was noted that the outer insulation was melted.

Event description:
Additional information received reported that the cause of the event had been a depleted battery and a fractured lead. It was reported that impedance at 0+2 <(><<)>50 ohms, >36.000 ma. It was noted that these measurements had been made on (B)(6) 2014. It was noted that the device system (ins, lead, extension) was explanted (B)(6) 2014 and that the devices would be returned to the manufacturer for analysis. Note: additional information was previously reported under manufacturer's report # 3004209178-2014-05301.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported that the event was not due to normal battery depletion. The lead and implantable pulse generator (ipg) were explanted on (B)(6) 2014. There was a breakage of the lead. The ipg had a lifetime usage of 786 hours at the time of the report and was used 22% of the time. Cycling was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.